Manufacturer narrative:
The investigation shows that the plate broke in forced rupture mode by exceeding the material strength during bending/adaptation to the anatomy of the patient. The investigation with sem shows on the fractured surfaces the honey comb structure of a forced rupture. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.

Event description:
The surgeon was bending an l plate for surgery and it snapped into pieces. The sales rep took another plate from the set and sued it in the case.